Event description:
Phacoemulsification was performed to remove the left lens nucleus; the lens cortex was then removed using the automated irrigation/aspiration system. At that time a corneal phaco burn was noted. ( phaco power used = average/time= 1.4) the patient was instructed to follow up with the surgeon the following day.